Event description:
A report was received that the pt was having difficulty charging. Premature battery depletion could not be ruled out as a factor and ipg replacement was recommended. The physician replace the ipg and the pt was reportedly doing fine.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.